Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an endeavor sprint rx coronary, drug eluting stent was used to treat a moderately tortuous and calcified lesion in the mid left anterior descending (lad) artery. There was no damage noted to the packaging. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. Resistance was encountered. Excessive force was not used during delivery. It was reported that there was difficulty encountered advancing the stent through the lesion and positioning difficulties were experienced. On removal of the device from the body removal difficulties were encountered. The patient is alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal segments. Deformation was evident to the 14th distal stent segment with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.